Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for ise indirect na and k for gen.2 on a cobas 8000 cobas ise module. The erroneous results were reported outside of the laboratory. The initial na result was 159 mmol/l and the initial k result was 5.2 mmol/l. These results were reported outside of the laboratory where the doctor questioned them and requested the sample be repeated. The repeat na result was 143 mmol/l and the repeat k result was 4.7 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The na and k electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site were an unstable sodium electrode was identified. The fse replaced the sodium electrode. Several ise checks were performed without errors. Calibration and quality controls were acceptable. The operator performed a precision test between analyzers and the results were within the customer¿s specification.

Manufacturer narrative:
The customer has not had any further problems with ise results.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to calibration issues, mis-sampling of patient samples, or ise/reference flow related problems.